Event description:
Abdominal abscess at application site [abscess]. Case description: spontaneous report received on 11-jan-2008 from physician regarding a male patient. The patient had a pre-operative complication of appendicitis. The patient received 1 sheet of seprafilm in 2007 which was placed around the anastomosis site after a synechiotomy for adhesive ileus. On the following month, approximately 5 days after starting seprafilm, the patient experienced an abdominal abscess at the application site that was moderate in intensity and prolonged hospitalization according to the physician. The expression site of the abscess was right under the incision wound with a partial crossover to the seprafilm application site. Seprafilm was last administered prior to the reported event in 2007. As of approx two months later, the patient was recovering. The physician assessed the relationship between the abdominal abscess at application site and seprafilm as probable.